Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic for a planned system controller exchange due to the screen being damaged during a power outage at the patient's home. On interrogation there were no concerns aside from the low voltage and no external power alarms that were normal for a power outage event. The system controller was successfully exchanged after downloading log files. Log files were submitted for review. The log file captured no external power event on (B)(6) 2025 starting at 4:19:58 until the patient switched to battery power at 4:23:37. The pump functioned as intended from (B)(6) 2025 at 4:23:37 through (B)(6) 2025 at 13:31:08, end of the log file. The system controller screen damage did not appear to have effected pump function.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged display was confirmed via the submitted photo. The submitted photo revealed damage to the liquid crystal display (lcd) screen. Portions of the lcd screen were black, which resulted in difficulty reading parameters. The submitted log files did not indicate any issue with the controller. The provided information indicated the controller has been exchanged. Multiple attempts were made to obtain additional information regarding if the controller will return; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.